Event description:
The hcp reported that in 2003, the patient developed swelling, drainage, and pain of the neurostimulator device pocket site. The patient was treated with oral antibiotics and the device system explanted. The infection is reported as resolved.

Manufacturer narrative:
The device was not returned to medtronic inc. For evaluation.